Event description:
I had double mastectomy due to breast cancer. Has saline implants put in. Within a couple months, my neck muscles were stiff and swollen. Vibrations throughout body, pins and needles prick feelings, severe itchy rashes on feet and randomly appearing on different parts of the body, blurry vision, floater's in my eyes, balance issues, headaches, severe aches and pains, swelling, weight gain, random episodes of hair falling out, digestive issues, rapid heart rate, sudden food allergies, anxiety, anger, crying spells, shoulder blade pain, brain fog, and slurred speech.